Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial:(B)(6), batch: 7087780. Product family: scs-ipg-r-MRI upn: m365sc12000 model: sc-1200 serial: 309776 batch: 21292094 product family: scs-ipg-r-MRI upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 21412983.

Event description:
The patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. During the procedure, the physician observed that the paddle lead had adhered to the dura mater. There were three contacts that dislodged and remained in the patients body. The explanted devices were discarded by the medical facility.